Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that communication between the navigation system and the camera was failing. The system control unit (scu), camera and cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The scu was returned to the manufacturer for analysis. Investigation was unable to duplicate reported problem. The returned scu has had the rubber feet removed. Otherwise, when connected to a known good system the scu was found to be fully functional. The scu ran overnight and did not have a cycling event. A check of the event log did not reveal any adverse events. All tool ports are functional. No problem found. The positioning sensor unit (psu) and the scu to psu cable have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that the navigation system's camera had tracking loss. The camera switches off momentarily. It is not frequent as with missing firmware and they suspect that the system control unit (scu) is faulty. There was no patient present when this issue was identified.